Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device has received inappropriate shock therapy which extended over the course of several years. Various programming vectors had been programmed however oversensing and double counting as well as morphology changes, all resulted in inappropriate shock therapy. To date, the device does remain implanted and in service with programming moved to the secondary vector. Boston scientifics technical services reviewed the data and provided recommendation and feedback to the physician. The summary of this review confirmed the field did apply the recommended reprogramming and agreed with closer monitoring of the patient. There has been no further reported patient complications.